Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor gave inaccurate readings. She stated that the sensor reading was 59 mg/dl when the blood glucose reading was 149 mg/dl. She reported that she received a bad sensor alert following a second consecutive calibration error alert after the initialization period. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it failed per specification due to high readings. Also, found the sensor had a bent cannula, unable to confirm if the customer received in said condition due to customer returned opened and used.